Event description:
The rptr did back to back (rapid succession) blood glucose tests. Results were 36, 44, 28 and 34 mg/dl. Rptr did not have any symptoms. Using test strips from a new vial, a test result of 120 mg/dl was read. Control solution testing could not be done due to unavailability of supplies. No harm was alleged. Followup contacts to confirm and complete report info have not been successful.